Manufacturer narrative:
Approximate age of device ¿ 4 years and 2 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppages occurred especially during manual investigation of driveline close to the system controller. The patient was asymptomatic. An external driveline evaluation by the manufacturer¿s technical services representatives found evidence of short to shield at the bend relief. A distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.

Event description:
Additional information: it was reported that a pump stoppage event occurred after the distal end percutaneous lead replacement. The patient is using a non-grounded patient cable and has no other pump stoppages so far. The patient was discharged home. No additional information was provided.

Manufacturer narrative:
This event occurred at (B)(6). Investigation conclusion: analysis of the submitted log file low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 18¿ of driveline was returned for evaluation. The returned portion of driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. It was reported that the hospital did catch another pump stop event after the repair; however, the patient was put on an ungrounded patient cable and there had been no other pump stop events since. The patient was discharged after the repair. The account communicated that there were no plans for further intervention. The patient remains ongoing on heartmate ii lvas and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. Additionally, the hmii lvas IFU outlines all system controller alarms (including low flow hazard and pump off alarms), as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.